Event description:
The information received indicated that a male patient underwent stenting in a severely calcified left anterior descending (lad) artery lesion. The physician used a 2.75 x 23mm cypher select plus stent to treat the lad, however, the balloon failed to inflate. The physician changed to another inflator, but it still would not inflate. The physician then removed cypher and checked the entire delivery system and found a crack on the hub. The physician completed the procedure with a 2.5 x 23mm cypher select plus stent and the patient is safe. The device packaging was not damaged.

Manufacturer narrative:
Please note that the cypher select product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product has been returned for analysis, however, the evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.